Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On 26-aug-2010, the telemetered battery voltage was 2.79 v while the daily battery voltage trend measurement was 2.97 v.

Event description:
It was reported that battery voltage measured 2.79v upon interrogation. The battery voltage measured 2.93v four months ago. The device is still in use. No patient complications have been reported as a result of this event.